Event description:
Paramedics attended to a pt diagnosed as pulseless and apneic upon arrival. The pt's down time was in excess of 10 minutes. An attempt was made to use the device to administer external pacing to the pt. The device allegedly displayed a connect electrodes warning message and use of the pacemaker was inhibited. The pacemaker function was turned off then back on and began to function properly. The device later reportedly displayed a connect electrodes warning message and stopped pacing. The reported problem occurred multiple times over several minutes of use and then functioned properly until pacing was stopped by the operator. The pt was not resuscitated. The operator indicated the alleged malfunction did not cause or contribute to the pt's death.